Manufacturer narrative:
A ge service representative performed and on site investigation. The malfunction was verified. Mechanical alignment was performed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ intermittently initializes with the "iris pot error". There was no adverse patient involvement reported. There was no patient information reported.